Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the left main left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while withdrawing the ivus catheter, the screen went black and showed no image the entire time. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that no issues were found, and the device appeared to be in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The impedance test showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The electrical open at the distal end found during the impedance test could contribute to image loss. B5 describe event or problem: updated. H6 impact codes: updated.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the left main left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while withdrawing the ivus catheter, the screen went black and showed no image the entire time. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported. It was further reported that the 77% stenosed target lesion was located in a mildly tortuous and mildly calcified artery, and local anesthesia was used. Procedure was not aborted and continued with a new opticross imaging catheter. Percutaneous coronary intervention (pci) was performed normally.

Manufacturer narrative:
B5 describe event or problem: updated. H6 impact codes: updated.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The stenosed target lesion was located in the left main left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while withdrawing the ivus catheter, the screen went black and showed no image the entire time. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported. It was further reported that the 77% stenosed target lesion was located in a mildly tortuous and mildly calcified artery, and local anesthesia was used. Procedure was not aborted and continued with a new opticross imaging catheter. Percutaneous coronary intervention (pci) was performed normally.